Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00823. It was reported the patient was not receiving adequate coverage from the scs system. Imaging identified lead migration. Reprogramming was unable to resolve the issue. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced with a single lead. Reportedly, effective therapy was restored following the procedure and the issue is resolved.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00823.